Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, arthrofibrosis, and instability, but may have been reported at this later time due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and additional patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6: corrected health effect and medical device clinical codes.

Manufacturer narrative:
The product associated with the reported event is within the scope of recall however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 51 months after a right total knee replacement procedure, the patient underwent a revision procedure to address loosening plaintiff has experienced daily pain and discomfort in his right knee which has limited his activities of daily living and impacted his quality of life. Plaintiff has suffered debilitating injuries' and damages, including but not limited to pain and discomfort; swelling; gait impairment; poor balance; component part loosening; soft tissue damage; bone loss; bone damage and other injuries presently undiagnosed, which all require ongoing medical care. As a further direct, proximate, and legal consequence of the defective nature of the opetrak logic devise. Plaintiff was sustained and will sustain future damages, including but not limited to cost of medical care; rehabilityate, home health care; loss of earning capacity, mental and emotional distress; and pain and suffering.. No further issues or complications were reported. No additional information is available.